Event description:
Surgeon was performing an endovascular abdominal aortic aneurysm (aaa) procedure in the or. He inserted a 5f angiographic catheter (ref 451-513vo) and upon radiographic visualization he identified that the catheter had broken off. He was able to successfully remove the dislodged tip.